Manufacturer narrative:
H6: ventec was able to contact the distributor who had provided the device to the patient. The distributor provided ventec with the patient's dob. As a result, section a2 date of birth has been updated accordingly. Ventec has requested the device's serial number and asked if it will be returned to ventec for evaluation, but no response has been received. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the initial reporter was unable to provide the serial number of the device used during this event. As a result, sections e4 model#, catalog#, serial# and UDI#, are all unknown. In addition, section h4, device manufacturer date, shall be left blank. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the vocsn device would continuously reboot by itself after initiating cough therapy. There was patient use associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue. The event was initially reported to a react health ventilation product specialist by the patient¿s father. For privacy reasons, ventec has entered the react health employee¿s contact information in section e1, initial reporter. Additionally, the patient¿s father was unable to recall what date the event occurred, therefore section b3, date of event, reflects the approximate date of 1/1/2025.

Manufacturer narrative:
H6: ventec has made multiple unsuccessful attempts to contact the patient's dme, who is also an authorized service provider (asp), asking if the device involved in this event had been examined/repaired by them or if it will be returned to ventec for evaluation. The dme/asp has not responded to these requests. In the event that additional information is provided, ventec will submit a follow-up report as defined by 21 cfr 803.56. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.